Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water, and a spraying leak was observed approximately 1.9 cm distal to the strain relief when the catheter was pressurized. A microscopic observation revealed a small circumferential split in the catheter just distal to the 50 cm depth marker. The edges of the split were observed to be uneven but slightly rounded. The catheter material near the edges of the split appeared to be slightly less lustrous than the surrounding material. The catheter was dissected, and an indentation was observed in the inner wall of the catheter just proximal to the split. While the exact cause of the split in the catheter could not be determined from the observed evidence, possible causes include material fatigue, instrument damage, and contact with a hard object or surface. A lot history review (lhr) of redv2537 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter leaks, then change another one to complete. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv2537 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC catheter leaks, then change another one to complete. No other information was provided.